Event description:
The customer reported that the patient was found in cardiac arrest and was attached to an m5500b in AED mode. The initial presentation on the screen was a ventricular fibrillation pattern, but the m5500b did not recognize the rhythm and would not allow the officers to shock the patient. A second ambulance was called to the scene.